Manufacturer narrative:
Batch review performed on 03-09-2025. Ball heads: mectacer 01.29.213 mectacer head biolox delta dia.40 12/14-m (k112115) lot. 2505500: (B)(4) items manufactured and released on 18-03-2025, expiration date: 2030-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.4052hct flat pe hc liner ø40/g (k103721) lot. 2501281: (B)(4) items manufactured and released on 11-03-2025, expiration date: 2030-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 1 month from primary, the patient came in due to infection and the pathogen is unknown. The surgeon performed a wash out, and swapped the liner and head. The surgery was successfully completed.